Event description:
It was reported that the patient underwent an unknown spinal procedure. It was reported that the flex arm does not tighten. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.